Manufacturer narrative:
Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. The anesthetics are supplied items and the complaint notification was forwarded to the supplier. Records analysis was performed by the supplier for bupivacaine lot #'s 57-237-ev, 49-159-ev and confirmed that each of the reported lots continues to meet all specifications. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The patient involved in this incident had a similar device issue notated in MFR: 3012307300-2017-21890.

Event description:
It was reported that the hospital had a drug failure incident with bupvivaine hcl 0.75% that was part of the spinal tray. There were no allegations of of malfunction with respect to the other components of the kit. The tray was discarded and a lot number was not provided. No patient death or serious injury was reported by the user facility.